Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor glucose versus blood glucose differences. The customer's blood glucose was 3.7 mmol/l while the blood glucose reading was 8.6 mmol/l. The customer was advised to turn off the sensor feature on the pump for 2 hours. The customer's father stated that the issue still persisted after sensor glucose versus blood glucose. The pump suspended insulin delivery according to sensor glucose but blood glucose was twice as big. The customer stated that the issue occurred with all of the sensors from the last package.